Event description:
The patient was positioned supine with his head positioned in the radiolucent mayfield frame using the crown of thorns. The procedure was completed without incident. When the drapes were removed at the end of the procedure it was quickly noted that the arm on the mayfield frame that holds the pin bar was broken. The patient was noted to have a small indentation on the left side of his scalp where the broken piece was against his head. Pictures were taken for documentation. The patient was examined by the attending physician and there appeared to be no other injury.